Event description:
It was reported that during the post-dilatation of a stent, upon deflation, the balloon catheter would not deflate and had to be removed from the patient inflated. Another balloon catheter was used to complete the procedure. Reportedly, there was no patient injury.